Manufacturer narrative:
(B)(6). The lot was manufactured june 17, 2016 ¿ june 20, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. During visual inspection, fluid was observed inside the bag that contained the unit which indicated leakage had occurred. Further inspection revealed the cause of leak inside the bag was due to broken tubing at the solvent-bonded area of the set-cap. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an infusor leaked. During the pre-releasing check, the infusor was observed leaking. The device was filled with an unspecified amount of desferrioxamine diluted in an unspecified amount of 0.9% sodium chloride. There was no patient involvement. No additional information is available.